Event description:
Reported via clinical study. It was reported that hospitalization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman trusteer access device (was) with versacross connect was used for transseptal puncture, and the was was advanced to the left atrium. A watchman flx pro closure device was implanted. The patient was discharged. The patient returned to the hospital after seeing blood in her underwear, which was determined to be blood that had oozed from the cath site. Lab tests were performed, and the patient required compression on the cath site. The patient was hospitalized and discharged the following day. The event is resolved.